Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4) product type: recharger. Analysis found broken connector pins on the desktop charger (serial #(B)(4)). All fdm and fdr codes apply to the desktop charger (serial #(B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that there was a broken connector pin on the desktop charger (dtc). The patient reported she was having trouble with both the programmer and recharger (insr). The insr had been plugged into the wall. The patient spoke with a manufacturing representative (rep), and she had an upcoming appointment with the rep to reassess her therapy. However, the implant needed to charge. The patient reported there was no power on the insr, and it had a blank screen. The patient stated the rep did all the troubleshooting with her. The patient stated the implant was charged and therapy was on three days ago. Patient services asked the patient to sync with the programmer, and the programmer was showing charge implant message. Patient services reviewed the programmer was functioning as designed. The patient noticed the connector pin was wiggly when connecting to the insr. The connector pin came off and was stuck in the insr while on the call. A replacement dtc was sent to the patient. No out-of-box failures or symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep reported the replacement desktop charger resolved the charge implant message, blank screen/no power on the recharger, and broken connector pin. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the cause of the charge implant message was that the connector broke off. No symptoms or further complications were reported/anticipated.